Event description:
It was reported that bd synapsys¿ software is switching results causing the wrong antibiotic therapy to patient. The following information was provided by the initial reporter: because the software is switching results the patient gets the wrong antibiotic therapy. No patient was affected. The problem is not that synapsys no longer works. It is about a software bug that causes the results sent to the lis to be reversed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00111 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. New information in the entry description in b tab was added. "No patient was affected."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd synapsys¿ software is switching results causing the wrong antibiotic therapy to patient. The following information was provided by the initial reporter: because the software is switching results the patient gets the wrong antibiotic therapy. The problem is not that synapsys no longer works. It is about a software bug that causes the results sent to the lis to be reversed.